Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient's blood glucose (bg) has been elevated for about three weeks and on (B)(6) 2013, the patient experienced bg of 582mg/dl with large ketones, nausea, and vomiting. The patient's bg was reportedly treated with a correction injection. The reporter noted that on (B)(6) 2013, the patient's basal rates were increased by the endocrinologist and bgs came down some for a week but then elevated again. The patient is reportedly off the pump and on insulin injections as the reported feels the pump is not functioning properly. The reporter noted that site/set changes have been performed with no improvement to bg. The reporter denied site or set issues. The patient was also reportedly on an increased temporary basal rate, with no effect to bg. The patient is reportedly very active but the reporter denied any recent weight changes. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct, however, the reporter requested the pump be replaced. This complaint is being reported due to the allegation that the patient experienced signs and symptoms indicative of severe hyperglycemia while using insulin pump therapy and due to the allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.